Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump reset unexpectedly. The customer's blood glucose was 108 mg/dl. The customer reloaded the same cartridge and resumed insulin delivery.